Event description:
It was reported that this system with a right atrial (ra) lead, right ventricular (rv) lead and a pacemaker recorded signal artifact monitor episodes with minute ventilation termination algorithm on ra and rv channels. Impedance measurements are all showing noise. The ra lead impedance recorded high, out of range values but daily values were within normal limits. No rv pacing inhibition of more than 2 secons was noted. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.